Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized with a low blood glucose reading of 32 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. This insulin pump passed the high pressure test. The insulin pump was not exposed to high magnetic fields. The customer stated that prior to the event, he had given himself insulin by manual injection as well as the insulin pump, to treat for high blood glucose levels. However, the customer did not feel that this contributed to the hospitalization. Nothing further was reported.